Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation: other') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included naproxen. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced vision blurred ("vision problems/ blurry vision"), nausea ("nausea") and migraine ("migraine"). In (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding vaginal"), vaginal discharge ("bladder/urinary problems: vaginal discharge") and fatigue ("fatigue"). In (B)(6) 2016, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced perforation (seriousness criterion medically significant), abdominal pain ("abdominal pain") and headache ("headaches") and was found to have weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the perforation, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, vaginal haemorrhage, vaginal discharge, fatigue, headache, vision blurred, weight increased, migraine and weight decreased outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, perforation, vaginal discharge, vaginal haemorrhage, vision blurred, weight decreased and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-mar-2020: unlocked for quality safety evaluation based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation: other') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain "), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), fatigue ("fatigue"), headache ("headaches"), visual impairment ("vision problems") and nausea ("nausea") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the perforation, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, menorrhagia, vaginal discharge, fatigue, headache, visual impairment and weight increased outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, nausea, pelvic pain, perforation, vaginal discharge, visual impairment and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: new pfs received- event ¿ injury¿ replaced with new events dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/ abdominal, other, bleeding: menorrhagia (heavy menstrual bleeding), perforation: other, bladder/urinary problems: vaginal discharge, other injuries/symptoms: fatigue, headaches, nausea, vision problems, weight gain. Product indication was updated. Lab data was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation: other') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included naproxen. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced vision blurred ("vision problems/ blurry vision"), nausea ("nausea") and migraine ("migraine"). In april 2012, the patient experienced pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding vaginal"), vaginal discharge ("bladder/urinary problems: vaginal discharge") and fatigue ("fatigue"). In march 2016, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced perforation (seriousness criterion medically significant), abdominal pain ("abdominal pain") and headache ("headaches") and was found to have weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the perforation, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, vaginal haemorrhage, vaginal discharge, fatigue, headache, vision blurred, weight increased, migraine and weight decreased outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, perforation, vaginal discharge, vaginal haemorrhage, vision blurred, weight decreased and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 28-feb-2020: plaintiff fact sheet and medical record received. Reporter information updated. Patient demographic information updated. Product information details updated. Lab data updated. Events: abnormal bleeding vaginal, migraine, weight loss were newly added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.